Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during routine inspection, the camera of the cystoscopy was not working. No reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: device had e226 error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during routine inspection, the camera of the cystoscopy was not working. No reports of patient harm.